Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to instrument incompatibility.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that after the patient was put under anesthesia for this procedure the 12 inch fluoro fixture, used for CT-fluoro registration workflows, was discovered to be incompatible with the gmed 5.2 software running on egps. Further investigation revealed this site was upgraded from gmed 4.0 to gmed 5.2 on (B)(6) 2025; however, they were informed that a new fluoro fixture would be needed to function with this updated software version. Within gmed 5.0 and subsequent software versions the user must upload a calibration file to egps that is unique to the fluoro fixture being used to ensure compatibility between the system and fixture. An excelsius3d (e3d) could alternatively be used for patient registration without a compatible fluoro fixture, but on the day of this case the e3d at this site was undergoing repair. Therefore, once the user realized the current 12 inch fluoro fixture at this site would not be compatible with the gmed 5.2 software on egps, the case was aborted. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique. The following sections were updated for this supplemental report: b4, d4, d5, g6, h2, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to instrument incompatibility.